Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient was treated cephalosporin as anti-inflammatory treatment (route, dose, frequency and duration were not reported) for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was continued in the early stage of treatment and stopped in the later stage. No additional information could be provided as the reporter decline for follow up.